Event description:
Voluntary medwatch received states that the right ventricular lead exhibited episodes of noise and out of range r-wave amplitude. No intervention was performed. There were no patient consequences.